Event description:
The patient reported what she believes to be insulin inside the cartridge chamber of her insulin infusion device. She stated her blood glucose reading was 248 mg/dl with her normal reading being 80-100 mg/dl. She stated her symptoms were "headache, no muscle power, I felt like I was low." She stated she gave herself a bolus of insulin to bring her blood glucose levels down. She stated there was a huge crack in her insulin cartridge (competitor product). She stated, "it is like the whole thing shattered." The patient stated she changed the cartridge and cleaned the inside of the device with a qtip and the device seemed to be working properly. During troubleshooting, the patient was advised to change the power pack for her device. The patient called back the same day as she had another insulin cartridge break. She stated the new cartridge was from a different lot number than the first cartridge. She indicated that, due to this, she thought the issue must be with the infusion device. On follow up, the patient stated she continued to have problems with her cartridges breaking and has switched to injection therapy. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.